Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that he had high blood glucose value and he had treated it with manual injection. The customer also reported that the insulin pump had a cosmetic damage and it was exposed to moisture as well as keypad was unresponsive. The customer declined troubleshoot for high blood glucose value and blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with cracked battery tube threads, unresponsive keypad and blank display due to moisture damage to the electronic assembly. Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to moisture damage to the electronic assembly.